Manufacturer narrative:
(B)(4). The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4) the user facility¿s biomedical engineer (biomed) stated that the batteries were overdue for replacement. The biomed was ordering batteries (from a third party) and will install them (B)(6) 2016. Per the fsr, the customer replaced the batteries in the centrifugal battery back-up to repair the reported issue, then requested that the system have a complete operational inspection. The fsr performed a complete system release test and the unit operated to manufacturer specifications and was returned to clinical use. No parts will be returned to the manufacturer.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the user had to handcrank after the battery wedge did not switch to battery power on the centrifugal system. The device was not changed out, after the patient was weaned, the perfusion team cleared the "low level" alarm and alternating current (a/c) power was restored to the auxiliary a/c connector and to the centrifugal control module. There was a five minute delay. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient. Per the clinical review on "26-feb-2106": this center has a sarns centrifugal control module and attached sarns centrifugal battery, mounted on a sarns modular perfusion system 8000. The centrifugal system was plugged into the auxiliary a/c outlet (on base) with alarm interrupt function. The sarns centrifugal battery was in the connect mode, which provides ups functionality if a/c power is lost. During the last minutes of cpb, the perfusion team was in the process of weaning the patient from cpb, and a "low level" alarm occured. This, per how it was configured by the user, cut power to the sarns centrifugal system. Since the sarns centrifugal battery was in the connect mode, the battery is designed to immediately power the control module and the motor and flow would not be interrupted. In this case, the battery was depleted, and arterial flow was interrupted (motor stopped) due to loss of power to the control module. This halted the weaning process and the patient was partially exsanguinated via venous drainage. A retroguard valve was placed in the arterial line of the cpb circuit, and thus arterial retrograde flow did not occur. As troubleshooting for the loss of power and loss of arterial flow was being performed, the perfusion team concluded weaning the patient from cpb by handcranking volume in the reservoir back to the patient. Handcranking and final weaning lasted for about four to five minutes. After the patient was weaned, the perfusion team cleared the "low level" alarm and a/c power was restored to the auxiliary a/c connector and to the centrifugal control module. Intermittent transfusion was performed, as needed, until the patient was completely de-cannulated. After the case, the user facility's biomedical engineer (biomed) and manufacturer field service representative (fsr) determined the battery charge was fully depleted. The battery was overdue for preventive maintenance (pm) / replacement. New batteries (not ordered from the manufacturer) were installed by the biomed and were checked by the fsr on (B)(6) 2016 for functionality. This incident delayed the weaning of the patient and delayed the surgical procedure by about five minutes. The procedure was completed, as scheduled. There was no associated blood loss. The ccp informed me the patient did suffer a stroke on the right side, but the clinical team has not been able to determine the cause of the stroke. As of (B)(6) 2016, the patient remains in the intensive care unit (ICU).